Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2010 and did not present with any complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.